Manufacturer narrative:
The device was repaired and returned to the customer.

Event description:
It was reported that while the device was in service at the manufacturer, the blade mount was chipped. There was no pt involvement or adverse consequences related to this event.